Event description:
Device was implanted in 04. Pre-implant battery was ok. One hour post implant follow-up indicated that the device was in eri or back-up mode. No emi noise was observed in the room or at the site of the device. Attempts to reset the device were ineffective. Magnet rate is at 90 and the device is pacing in ddd mode at 60 ppm.